Event description:
It was reported that the drive support cap of the insulin pump was protruded. The cap had not been pressed whilst the device was in use. There were no error alarms present in the alarm history of the device. The customer's blood glucose was 7.1 mmol/l. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real -time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a protruded and loose drive support disk, a cracked reservoir tube lip, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, a stained end cap sticker and a cracked belt clip slot.